Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive act button due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test and displacement test or verify failed battery test, low battery alarms, lost time or date anomaly due to unresponsive button. Device had broken battery cap, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer¿s blood glucose level was unknown. Customer reported that the buttons required to press multiple times. The insulin pump will not be returned for analysis.